Manufacturer narrative:
Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless hand control remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the rail system. Liko's quick-release system makes it easy to change sling bars on liko mobile and overhead lifts. Likorall 240 and 242 can be equipped with adapter 22 to interface with quick-release hook which can be mounted on the sling bar. The universal sling bar user manual states: for trouble-free use, certain details should be checked before each use. When using a quick-release hook system, check that the quick-release hook is correctly fastened to the lift and the sling bar. Before lifting, check that the lifting accessory hangs vertically and can move freely. The pictures provided by the customer confirm that the lift's sling bar had been connected to the lift with an adapter 22. An inspection performed by a baxter technician noted that no malfunction was identified with the lift, the sling bar, and adapter 22 involved in this event. It was noted that the patient was being transferred with the assistance of only one caregiver, and not 2, as required by the facility¿s procedures. The customer also stated that the caregiver involved does no longer work for the facility, therefore, additional information on the exact sequence of events could not be retrieved. A laceration is a disruption of the skin, commonly called a cut and can have clean straight edges or jagged edges. Lacerations tend to be caused by blunt trauma. Treatment involves stopping the bleeding, cleaning and dressing the wound. Deeper cuts may need stitches to stop bleeding and reduce scarring. Follow-up with the customer in regards to the reported patient injury revealed that the patient underwent x-rays, which showed which showed no remark. The reported open wound on the back of the patient's head was treated with 1x1 cm dressings. In this event, it was noted that the reported fall resulted in an open wound on the back of the patient's head. The customer stated the injury did not result in a permanent damage, and during follow-up it was stated that the wound was treated with 1x1 cm dressings, and the x-rays performed showed no internal damage. It can reasonably be concluded that due to the report of an open head wound that a temporary serious deterioration in the state of health of the patient occurred. Additionally, there was no malfunction identified with the lift nor the accessories involved in the event, however, a use error in the attachment of the sling bar to the lift cannot be ruled out. If a similar use error were to recur, it would be likely to cause or contribute to a serious injury or death. Prevention of this type of events is outlined in the device user manual.

Event description:
It was reported that during a transfer with a likorall 240 lift, the sling bar detached from the lift causing a patient fall onto the hygiene chair, which resulted in an open wound on the back of the head. This incident has been captured under hillrom complaint ref # (B)(4).